Manufacturer narrative:
The returned driver was evaluated. The tip was found to have fractured in a manner consistent with screw removal. The cause cannot be determined.

Event description:
It was reported that the tip of a screwdriver broke while removing a previously-implanted set screw. The procedure was completed using an alternative screwdriver without reported patient impacts.

Manufacturer narrative:
The device was not returned, so an evaluation was unable to be performed, there are no results available, and the cause cannot be determined. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screwdriver broke while removing a previously-implanted set screw. The procedure was completed using an alternative screwdriver without reported patient impacts.